Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during removal of a smiths medical portex® bivona® neonatal and pediatric tracheostomy tube there was no water noted in the valve. The tracheostomy (trach) was inspected finding a leak in the inflation tube. There were no reported adverse effects.